Manufacturer narrative:
The investigation has been completed. The product was not returned for investigation. Data logs were investigated and it was seen that there was a gradual rise in the purge pressure but no motor current spikes were seen. Purge pressure high alarms followed by purge system block alarms were seen suggesting biomaterial ingestion. There was also saturated flows noted at p2 level. Per the data log investigation, the root cause of the high purge pressure issue was most likely biomaterial. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. High purge pressure and purge system blocked alarms appeared during impella 5.5 support. The purge cassette was replaced and the issue resolved. There was no patient harm.